Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, preterm labor and cervical dysplasia. Concurrent conditions included overweight and multigravida. Concomitant products included baclofen since (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), meloxicam since (B)(6) 2017 and naproxen since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In 2011, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), swelling face ("swelling face and lips"), back pain ("back pain/lower back area"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy : rash / skin condition"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes") and post procedural complication ("post procedural complication"). The patient was treated with ibuprofen and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, metrorrhagia and dermatitis allergic had resolved and the alopecia, infection, weight increased, menstrual disorder, vaginal haemorrhage, swelling face, dysmenorrhoea, migraine, headache, back pain, depression, anxiety, urinary tract infection, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, swelling face, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device she is currently planning for essure removal. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (right tube occluded). Lot number: 708871 manufacture date: 2010-01, expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. On 9-jan-2020: pfs received. No new clinical significant information was received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (batch no. 708871) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, preterm labor, cervical dysplasia and uterine ablation. Concurrent conditions included overweight, multigravida, endometriosis and hiatus hernia. Concomitant products included baclofen since (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), meloxicam since (B)(6) 2017 and naproxen since 2017. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced vaginal hemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), swelling face ("swelling face and lips"), back pain ("back pain/lower back area"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia"), dermatitis allergic ("allergy : rash / skin condition"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes") and post procedural complication ("post procedural complication"). The patient was treated with ibuprofen and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, intermenstrual bleeding and dermatitis allergic had resolved and the alopecia, infection, weight increased, menstrual disorder, vaginal hemorrhage, swelling face, dysmenorrhoea, migraine, headache, back pain, depression, anxiety, urinary tract infection, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, headache, heavy menstrual bleeding, infection, intermenstrual bleeding, menstrual disorder, migraine, pelvic pain, post procedural complication, swelling face, urinary tract disorder, urinary tract infection, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She is currently planning for essure removal. Patient received treatment for pain, bleeding. Essure was done just on the right tube because she has 0. History of left tubal occlusion due to previous salpingo-oophorectomy in the past. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (right tube occluded). Lot number: 708871. Manufacture date: 2010-01. Expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter's information added.medical history were added.rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, preterm labor and cervical dysplasia. Concurrent conditions included overweight and multigravida. Concomitant products included baclofen since (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), meloxicam since (B)(6) 2017 and naproxen since 2017. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), swelling face ("swelling face and lips"), back pain ("back pain/lower back area"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy : rash / skin condition"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems changes"), urinary tract disorder ("bladder or urinary problems changes") and post procedural complication ("post procedural complication"). The patient was treated with ibuprofen and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, metrorrhagia and dermatitis allergic had resolved and the alopecia, infection, weight increased, menstrual disorder, vaginal haemorrhage, swelling face, dysmenorrhoea, migraine, headache, back pain, depression, anxiety, urinary tract infection, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, swelling face, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device she is currently planning for essure removal. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events "metrorrhagia, bladder or urinary problems changes, allergy : rash/ skin condition" were added. Outcome of events "pain, bleeding and allergy" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, preterm labor and cervical dysplasia. Concurrent conditions included overweight and multigravida. Concomitant products included baclofen since (B)(6) 2017, ethinylestradiol; norethisterone acetate (loestrin), meloxicam since (B)(6) 2017 and naproxen since 2017. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), swelling face ("swelling face and lips"), back pain ("back pain/lower back area") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, alopecia, infection, weight increased, menstrual disorder, vaginal haemorrhage, menorrhagia, swelling face, dysmenorrhoea, migraine, headache, back pain, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, swelling face, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.